Manufacturer narrative:
Technician found the base frame in poor condition due to the age of the bed. Technician replaced base frame assembly to resolve.

Event description:
Technician alleged that the brakes were not holding. He stated that the brakes were engaging.